Event description:
Philips received a complaint on the defibrillator indicating that the adhesive quality of the defibrillation electrode pads has diminished. Device was in clinical use at time of event, however no patient harm reported.